Event description:
Customer reported a hospitalization due to low blood glucose. Customer had a high and injected too much insulin. Customer received a button error alarm; the insulin pump was not working. The blood glucose reading is 500 mg/dl. Customer has treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with broken battery tube threads and scratched lcd window. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed self test, off no power test, error test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test including occlusion test due to prime anomaly.